Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reported malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to communication failure caused by the bent video connector pins. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by customer confirms the intended procedure was a diagnostic cystoscopy. Completed with a similar device, without any delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video system center had no image. The issue was found during inspection for use and it occurred in the operating room. There were no reports of patient harm.